Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the purge manifold , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm. There was no patient involved, and no adverse event was reported.